Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead safety switch and impedance out of range which suggested fracture. There was also noise with pacing inhibition. A new lead with the same model was implanted. No additional adverse patient effects were reported.